Event description:
It was reported that the iab was inserted via the right femoral artery using a "terumo radio focus" spring wire guide. This spring wire guide was too soft and since the vessel was very tortuous, the insertion was very difficult. The physician left the iab in place and attempted to exchange the terumo wire to an arrow spring wire guide. Resistance was encountered and the physician decided to remove the iab and wire as a unit. There were no patient complications.